Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was high pacing impedance noted on the right ventricular lead. Fluoroscopy revealed damage on the rv lead. The rv lead was explanted and replaced and the patient was stable.